Event description:
It was noted the patient did undergo a revision procedure; no additional details were available. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address line (B)(6). Part: 04.647.137s. Lot: 4l76505. Manufacturing site: (B)(4). Release to warehouse date: may 24, 2019. Expiry date: may 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Reviewing the picture: the received x-ray confirm the issue as per event description, that the holding plate of zero-p cage is broken off. The complaint therefore has been determined to be confirmed. Postoperative activities of the patient and a possible instability of the fracture situation (poor bone density) may have played a certain role, too. Since not all of them can be investigated and excluded from the x-ray analysis, no final statement about the cause of such issues can be made. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the plate for the zero-p implant broke. The patient experienced pain, and an x-ray showed that the plate was broken. The patient was offered a revision procedure. Patient outcome was unknown. Concomitant devices reported: cervic-spine-scr ø3.7 self-drill 16 tan (part number 04.647.836, lot unknown, quantity 2). This report involves one (1) zero-p va implant 7mm height convex-sterile. This is report 1 of 3 for (B)(4).